Event description:
After laryngoscopy procedure, staff noticed that tip of scissors was missing. Fluoroscopy showed that tip was in pt's abdomen. At this time, they do not plan to retrieve the foreign body. The pt is scheduled to have an x-ray in one week as follow-up. At this time, there does not appear to be any adverse effects to the pt.